Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that medication leaked around the stopper of an 2ml bd syringe¿ with 23 g x 1 ¼ in. Needle. There was no report of medical intervention of serious injury.

Manufacturer narrative:
Investigation: sample evaluation: we have been provided with a picture of the affected sample. A leakage through the plunger rod was observed in this provided sample. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2025 (november 5 - 7th, 2016). Syringes were assembled in machine, nº4239, nº4238, nº4214, nº4206, and nº4201, in lot #6301203 (october 31st - november 7th, 2016) and in lot #6312300 (november 7 - 14th, 2016). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #6301168, #6313070, and #6294222 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #6294226, #6301174, #6287170, and #6313074 and no problems, defects or qn related to the reported issue were found. Root cause analysis we conclude that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Confirmation the provided picutre of the sample presented the reported issue. We could confirm the reported issue. CAPA determination no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.